Event description:
It was reported that pump malfunction occurred after pump fell off. There was no reported adverse impact to the customer's blood glucose level. Customer was provided pump reset information and technical support assisted with instructions, but caller was not able to perform reset at that time and technical support planned to follow up later.